Event description:
It was reported that the patient needed a new controller due to wear and tear and the green light not being visible (dim led). When the new controller was opened to insert the emergency backup battery (ebb), the ebb connecting ribbon was disconnected. A different controller was used for the controller exchange. Related MFR: 916596-2022-12508.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing backup battery ribbon cable clip was able to be confirmed via a photo submitted of the missing clip. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. Additional information provided on (B)(6) 2022 stated that the issue was resolved with the controller exchanged and that the controller will not be returning at this time. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 06jul2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing backup battery ribbon cable clip was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days (17may2022, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the dates and times of the events were unable to be accurately recorded. The driveline was never connected, and the controller settings were set to the manufacturing parameters. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller was able to function as intended. Additional information provided on 22jul2022 stated that the issue was resolved with the controller exchanged. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 06jul2022. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.